Event description:
Further follow-up revealed that the patient was seen by the physician with a company representative present and the device was again unable to be interrogated. The patient has been referred to surgeon for replacement. Surgery is likely; however, has not occurred to date.

Event description:
It was reported that the vns patient's generator was not able to be communicated with. The physician indicated that the generator was able to be communicated last in (B)(6) 2012 and that the programming system successfully communicated with another device the day prior. The physician performed troubleshooting to ensure that the device was not plugged into the wall at the time of communication. The 9v battery was checked and ensured that the light stayed on for approximately 25 seconds. The patient is non-verbal and could not indicate to the physician if stimulation was still perceived. Additionally, it was reported that the physician received an error message during the attempt; however, the exact message was unknown. Further follow-up revealed that the physician planned on bringing the patient back into the office to attempt communication with the device. The physician believes that the battery may be dead and plans to attempt confirmation at the follow-up visit. It was later reported that the patient was scheduled for generator replacement; however, surgery has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. The generator was discarded and will not be returned for analysis.